Event description:
It was reported that the patient presented to the hospital for a follow up on (B)(6) 2022 after fainting. Upon examination, it was noted that the reason for syncope was increased pacing capture threshold and intermittent loss of capture on the right ventricular (rv) lead. The physician explanted and replaced the rv lead on (B)(6) 2022. During explant procedure, the helix could not be normally rotated back and unscrewed. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events were inadequate capture, intermittent capture and a helix mechanism issue. As received, a partial lead was returned for analysis with the helix extended and clogged with blood / tissue. The reported event of a helix mechanism issue was confirmed. After cleaning and applying torque directly to the inner coil, the helix could be retracted and extended. The cause of the reported event was due to damaged coil, blood / tissue in the helix housing and on the inner coil. The reported events of inadequate capture and intermittent capture were not confirmed. Electrical testing did not find any indication of conductor fractures but did find an internal shorts consistent with procedural damage.